Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that by the patient that she underwent a breast reconstruction procedure on an unknown date and suture was used. After the procedure, the patient began to itch like crazy. The patient believes it is an allergic reaction to the suture that was used. The patient mentions needing a second breast surgery, to have the original sutures taken out and replaced with something else. No additional information was provided.